Manufacturer narrative:
Device history records for the product were reviewed and reveal no manufacturing defects. The product involved in the event was not available for review. If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
It was reported one of the nextra hammertoe correction system components failed. No additional information provided. No patient complications were reported.